Event description:
The customer called to report high blood glucose levels. The customer stated he removed the reservoir from the insulin pump and noticed that insulin was leaking from the luer connection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.